Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Implant date : explant date: 2 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 16473624.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.